Event description:
It was reported that the lead exhibited noise. The patient's ejection fraction increased, so the physician explanted the entire system as it was no longer needed.

Manufacturer narrative:
Final analysis found that the lead insulation was abraded at 5.5 cm from the connector pin. The abrasion is consistent with that of friction to the can. The proximal coil was exposed. The insulation was also cut at 14.5 cm which was found to be consistent with that occurring at the time of explant.